Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Carvajal, g., dupoiron, d., seegers, v., lebrec, n., boré, f., dubois, p., leblanc, d., delorme, t., and jubier-hamon, s. Intrathecal drug delivery systems for refractory pancreatic cancer pain: observational follow-up study over an 11-year period in a comprehensive cancer center. Anesthesia-analgesia. (2018) doi: 10.1213/ane.0000000000002903. It was not possible to match this event with any previously reported event. Per FDA draft guidance july 9, 2013 these events are reported on one MDR due to no patient identifier. Please note that this date is based off of the date that the article was accepted for publication, as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: 93 pancreatic cancer patients received intrathecal drug delivery and were followed via day-hospital visits and telephone calls at least monthly until death. Pain scores were compared. Reported events: 3.2% (three cases) of catheter or pump malfunction occurred during the first month. These complications were considered severe.